Event description:
It was reported that this lead was explanted due to unknown product issue few days after the left bundle branch implant. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact and blood body fluids in the lumens were noted. The setscrew marks were in the correct location on the terminal pin. The helix was extended, and dried body fluid and tissue were noted in the helix housing. Cuts were noted in insulation and suture sleeve which were likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was explanted due to unknown product issue few days after the left bundle branch implant. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.